Manufacturer narrative:
The reporter's information was not gathered. It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Nurse reported customer was admitted to the hospital with dka. Nurse does not believe customer had used the pump in the last 24 hours due to e4 occlusion error. Nurse states customer changed infusion set but error continued. Six attempts were made to reach the customer to document/troubleshoot the event, but these were not successful. No additional information is available. No product will be returned for evaluation.